Event description:
It was reported that the vns patient went to the emergency room on (B)(6) 2014 because she had four seizures that same day. Magnet mode stimulation was not helping with her seizures. It is unknown whether the seizures were above pre-vns baseline levels. Attempts to obtain product information and additional relevant information were made, but have been unsuccessful to date.